Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 7071284.

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure (MFR number 3006630150-2024-02871), one of the screws on a port in the ipg would not click down and was not working correctly. The physician overtightened one of the spinal cord stimulation (scs) leads and was stuck on one ports of the ipg. It was also stated that high impedance was noted on the lead. The patient underwent ipg and lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure (MFR number 3006630150-2024-02871), one of the screws on a port in the ipg would not click down and was not working correctly. The physician overtightened one of the spinal cord stimulation (scs) leads and was stuck on one ports of the ipg. It was also stated that high impedance was noted on the lead. The patient underwent ipg and lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed and that the seals at ports a and c were completely gone, leaving behind a lot of silicone bits. With all the available information, boston scientific concludes the reported event was confirmed. The screw head at port c was damaged, so it couldn't be tightened or loosened. Therefore, the probable cause was unintended user error which caused or contributed to the event.